Event description:
It was later reported that the patient was scheduled for a catheter revision on (B)(6) 2013. The patient was changed to normal saline in the pump after the inability to aspirate or flush medication at the dye study. They were not receiving effective therapy as they were anxious to have therapy resumed. The system was explanted at the time of the revision. There was purulent drainage surrounding the pump. The catheter was tied off at the spine, but it was not found to be dripping csf. Cultures were taken. The location of the issue was unknown.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the patient complained of increased pain, and an abnormal sensation with the medication. They had an odd taste in their mouth, and they were unable to stand smells. They were having to sleep on the porch because they could not stand the smell of the house. Their head felt full. They had increased anxiety and hypertension. On (B)(6) 2013, a dye study was attempted and they were unable to aspirate or flush contrast through the system via the side port. A second needle stick was done. Catheter placement was confirmed via fluoroscopy but they were unable to flush contrast through the system. There were no problems with the volume in the pump. The pump was manipulated during the dye study to see if a kink would clear, and the patient was rolled to a lateral position. They were still unable to flush contrast through the catheter via the side port and the procedure was aborted. They planned to see their doctor on (B)(6) 2013 for a catheter replacement. With the reported event, the patient had been on an unknown dosing of dilaudid for almost ten years. They were switched to fentanyl about ten days prior to the report.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8703w, lot# l39971, implanted: (B)(6) 1995. Product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).